Manufacturer narrative:
Manufacturing records were reviewed. Nothing was identified that could have caused or contributed to the event. The explanted device was not returned for evaluation and additional info was unk or not provided. No conclusion could be drawn on the info that was provided.

Event description:
It was reported that the pt was experiencing joint pain and some subluxation with her implant. It was later determined that a fracture of the implant occurred. Revision surgery was completed.